Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by evidence of ischemia and stable angina. During the index procedure two resolute onyx rx coronary des were implanted in the lad. Post procedure angio revealed 100% stenosis in the 1st diagonal. It is unknown if any intervention was carried out to treat the stenosis.